Event description:
Update (B)(4) 2014 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Pt was revised because the asr cup had moved.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history record and/or a complaint database search was not possible as the lot code required was unavailable. It is also stated that pt x-rays are not available. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change to outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Correction: (B)(6) 2008.

Manufacturer narrative:
The report states: patient was revised because the asr cup had moved. The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the lot code required was unavailable. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4)